Event description:
This event occurred prior to the patient enrollment into the (B)(6). A non-target lesion within the ipsilateral sfa was treated with an everflex stent. There was a dissection noted proximal to the stent, which had to subsequently be treated with another stent. There were no residual effects to the patient.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.